Event description:
Procedure: lap gastric bypass. According to the reporter: the jaws were closed to fire. The stapler locked down and could not be opened. The instrument was resected with the use of another device. The surgeon was able to continue laparoscopically. Surgery time extension was reported as more than one hour. Patient status was reported as good.

Manufacturer narrative:
(B) (4). (B) (4).